Event description:
It has been reported to philips that the system had an error message, free space, low storage/disk full. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating error message, free space, low storage/disk full¿. Upon functional testing, the fse identified that the system disk space was full. To resolve the issue fse cleared the disk space. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.